Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 50ml14ga 1-1/4in perfusion experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: an unopened perfusor syringe, originally packaged, showed heavy dirt and discoloration. The syringe was discarded immediately and forwarded to the purchasing department for a complaint. As a precautionary measure, all affected syringes of this batch are discarded because it can not be ensured that even objectively clean syringes do not yet have even the slightest contamination.

Manufacturer narrative:
Investigation summary: one sample of lot 1904205 was returned to our quality team for investigation. Upon visually inspecting the product, a brown matter was observed on the plunger nerves and thumb press. Further evaluation identified the particles to be burnt polypropylen. A device history review was performed for the reported lot 1904205, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. During the molding process some particles of plastic and oil from the polypropylene can remain stuck on the internal walls of the mold and become burnt. While we could not identify a direct issue, it was determined this incident likely occurred due to a failure in the injection machine. Machines are ran prior to production to remove any loose particles, scrapping the first few pieces and machine routinely undergo proper maintenance and cleaning. Manufacturing personnel have been made aware of your experience to increase awareness of this matter. Complaints received for this device and reported issue will continue to be tracked and trended for future occurrence.

Event description:
It was reported that an unspecified number of syringe 50ml14ga 1-1/4in perfusion experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: an unopened perfusor syringe, originally packaged, showed heavy dirt and discoloration. The syringe was discarded immediately and forwarded to the purchasing department for a complaint. As a precautionary measure, all affected syringes of this batch are discarded because it can not be ensured that even objectively clean syringes do not yet have even the slightest contamination.